Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) alarm was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review found the labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this event was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice machine during dwell 4 of 5. The supply bag disconnected. The technical service representative (tsr) advised the home patient (hp) to use new disposables. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient's bag fell and was disconnected. The bag fell due to how it was situated; there were no defects in the supplies. The nurse stated that the patient came in and was given prophylactic antibiotics. The patient has resumed therapy with no patient injury or infection.